Event description:
Consumer called to report their meter running high. They dosed insulin according to the readings and was found unconscious at work during lunch. Emt transported them to the hospital where it was thought they had a seizure.